Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: channel error. Case notes: problem description: 02/01/2018 11:47:51 (B)(4). Npi, 8100 unit, sn # (B)(4). Customer brandon called in for help on 8100 unit has a channel error before call in for help customer had replace both left & right side iui connectors. And still have same error on unit explain to once both has been replace and have the same issue he has a logic board issue and will need to be replace confirm logic board part number (B)(4) customer will call back once ready to order part. Creat ir # (B)(4).